Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and during power-on test, the u-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to a communication failure within the erbe generator which triggered the error u-02. Further analysis would be required by the original equipment manufacturer (OEM) to determine the root cause of the communication failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated integrated electrosurgical unit (iesu) or erbe error u-02. The customer confirmed that the erbe was connected to a dedicated and well-grounded power outlet. The customer restarted the erbe, and the error returned immediately even with no instruments attached. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system error logs and confirmed that the error was pointing to the internal erbe issues. The procedure was completed in another operating room. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the persistent generator issue occurred during a procedure, and it is currently unknown if the procedure was completed using the same generator.